Event description:
Reportable malfunction: on july 24, 1998 novo nordisk a/s rec'd a novopen 3 device from china with the complaint that the piston rod cannot be turned back. No adverse event was reported in connection with this complaint. Result and conclusion of MFR's investigation: on august 11, 1998, novo nordisk a/s established the following findings - 1) collar on piston rod nut broken off and 2) nut cap has come out of position. Conclusion: 1) collar on piston rod nut broken off - internal part of the pen was broken. This was probably due to overload, e.g. Dropping the pen. Partial delivery is likely and the following injection might result in an overdose. 2) nut cap has come out of position - internal part has become loose. The pushbutton might operate in jerks or it might lock in a certain position. The failure might have occurred due to an assembly error during production or it might be the result of rough handling by the user. The first finding, collar on piston rod nut broken off, has been evaluated as a reportable malfunction.